Event description:
It was reported that while using the bd facslyric¿ that there was carryover. The following information was provided by the initial reporter: the cx reports that there is a carry over in the reading of the true count tubes.

Manufacturer narrative:
E.6 initial reporter e-mail: (B)(6). G.5. The event described occurred on an ce-ivd instrument, but it is considered to be substantially similar to the legally u.s. Marketed ivd version of the instrument. The ivd instrument¿s 510k has been reported. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 2916837-2023-00095 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction.

Event description:
It was reported that while using the bd facslyric¿ that there was carryover. The following information was provided by the initial reporter: the cx reports that there is a carry over in the reading of the true count tubes.